Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during an infusion using a buretol system in the pediatric care area. The customer provided the following statement as an example; pediatric staff placed the desired volume to be infused in the chamber and run at a rate of 100ml/hr. When the pump displays the infusion is complete, there is fluid remaining in the chamber. Any patient involvement, injury or medical intervention is unknown.